Event description:
Intraoperatively, the rotarex was being used in a lower extremity angiogram. The tip of the rotorex broke off inside of the patients artery. Surgeon, staff, and vendor/rep were aware. Multiple attempts were made with guidewires to retrieve the tip of object. The object was eventually removed and there was damage noted to the artery per surgeon. FDA safety report ID# (B)(4).